Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
This pc is related to (B)(4) which reports about infection occurred after the 1st revision surgery. This pc reports about the 1st revision surgery. Revision completed for unknown reasons. Doi: unknown, dor: unknown, unknown side.